Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total hysterectomy, while sewing of the vaginal cuff after couple of successful passes, part of the needle broke off and fell into the patient cavity. To resolve the issue the surgeon retrieved the component using grasper, and used another device in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the broken needle was returned loaded in an endo stitch instrument. The needle was removed from device for further inspection. The needle was inspected under a microscope and no other abnormality besides the needle being broken was observed. No suture was present with needle. Functional evaluation could not be performed as the needle was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the if information is provided in the future, a supplemental report will be issued.